Event description:
The pt reported a loss of stimulation after failing on the implant site. The surgeon decided to replace the implant with a new boston scientific spinal cord simulator.

Manufacturer narrative:
The ipg passed visual, mechanical and electrical tests performed. After one charge cycle, communication with the device was verified. The device exhibits normal device characteristics. This is the final report.